Event description:
A talent abdominal stent graft was implanted in a patient for the endovascular treatment of a 6 to 7 cm abdominal aortic aneurysm. The aortic neck was reverse tapered, ranging from 21 to 28 mm in diameter over 2 to 3 cm, without calcification or thrombus. The iliac arteries had straightforward anatomy. It was reported that there were no issues at the initial implant of the talent bifurcated stent graft, despite the difficult aortic neck anatomy. However, approximately 5 days post-implant, a proximal type I endoleak was noted by CT. Due to the reverse tapered aortic neck, the graft had migrated distally about 5 mm below the renal arteries, resulting in the endoleak. The physician elected to implant an aneurx aortic cuff, which successfully intervened for the migration and resolved the endoleak. No additional clinical sequelae were reported, and the patient is fine.

Event description:
Additional information was received. It was reported that a recent CT demonstrated that the aortic neck was 30 mm in diameter and it was 1 cm long with 30 degree angulation. The aneurysm is 80 mm in diameter. The stent graft has migrated which was attributed to disease progression with aortic neck dilatation. This patient has been coming in for regular follow-up and on the last visit the migration was noted. A 36 mm diameter endurant cuff was implanted to successfully resolve the stent graft migration.

Manufacturer narrative:
Results: disease progression with aortic neck dilatation. Conclusion: disease progression with aortic neck dilatation.

Manufacturer narrative:
Evaluation codes, results: endoleak, graft migration. Conclusion: reverse tapered aortic neck.